Event description:
An email was received by edwards on (B)(6) 2013 directly from a patient with an implanted aortic bioprosthetic valve stating the following: " my implant was done on (B)(6) 2001... On saturday, (B)(6) I was admitted to the hospital with congestive heart failure and discharged on (B)(6)" another email received from the patient on (B)(6) 2013 as follows, " I am scheduled to have a replacement valve procedure on (B)(6). This is because I have chf . It seems that there is leakage and some water got into the lungs..." Follow ups with the healthcare provider to obtain patient records are ongoing.

Manufacturer narrative:
The explanted device has not been returned to edwards for evaluation despite multiple attempts to retrieve it from the hospital. Therefore, the reported calcification (in the operative report) cannot be evaluated or confirmed. However, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
The reporting patient was contacted by edwards clinician. The patient was open to edwards retrieving the device in question and medical records from the hospital for analysis purposes. As stated, the explant surgery is schedule for (B)(6) 2013. Edwards will attempt to return the device in question for evaluation. Follow ups with the healthcare provider for patient records are underway, but no additional information has yet been provided. Additional information and event updated will be reported once received.

Event description:
Per follow up with the patient's hcp, edwards obtained medical records regarding the patient's recent hospitalization and replacement surgery. The patient underwent redo aortic valve replacement. Discharge summary indicates, "this is a (B)(6), pleasant, (B)(6) male with a history of (B)(6) secondary to prostate seed implantation, who underwent an avr in 2001 secondary to this infection who recently experienced chf episodes and was found to have moderate aortic insufficiency with bioprosthetic as and moderate ai. Was admitted preoperatively for increasing symptoms of shortness of breath and heart failure for diuresis as tolerated prior to surgery...the patient did have acute renal insufficiency, and he was gently diuresed as tolerated. His lisinopril was held in order to allow for permissive hypertension for permissive high blood pressures for renal perfusion. His admission bnp was noted at 13,600. He did have a hit antibody which was sent off which was negative. The sra was sent, which is also negative. The patient had no dvt on arrival. He did have preoperative atrial fibrillations, he has a history of paroxysmal atrial fibrillation, he was bolused with amiodarone. He did have also a drop in his hemoglobin and hematocrit and was found to have gi bleed preoperatively. He was seen by a gi and was taken for endoscopy and colonoscopy, to which nonbleeding internal hemorrhoids and diverticulosis was found as well as small grade 1 esophageal varices, which flattened with insufflation, not amenable to endoscopic treatment. These procedures were both done on (B)(6) 2013. He did not have any recurrent gi bleeding or signs and symptoms of or bleeding. He was taken to the operating room, was allowed to recover from this on (B)(6) 2013. On (B)(6) 2013, this patient was taken to the operating room for the above-mentioned procedure." Operative report details of (B)(6) 2013 indicates, "the valve was horribly misshaped and calcified. It was partially grown into the sinuses at the area of the struts. We were careful to take this struts off of the sinuses first and then worked around the base of the valve to cut the sutures that affixed the valve skirt. These sutures having been divided, permitted us to basically extract the valve with the annulus intact. We trimmed up the annulus, we found no free swinging pledgets and then we were able at this point to size our annulus for a #23 snug fitting valve...[at the end of procedure], the patient appeared to be doing well, as we went to the ICU on minimal inotropic support."